Event description:
It was reported that this lead was explanted due to the patient experienced twiddler syndrome. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis identify that the observation of a twisted lead body, which is an indication of twiddler's syndrome (a patient turning the pg device in the muscle pocket). This type of induced damage is due to a failure to follow instructions.

Event description:
It was reported that this lead was explanted due to the patient experienced twiddler syndrome. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.